Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right atrial (ra) lead showed post operation dislodgement issues. This lead remains in service. No additional adverse patient effects were reported.